Event description:
Related manufacturer reference number: (B)(4). It was reported the patient could not enter MRI mode. X-ray confirmed the leads migrated. As a result, surgical intervention occurred wherein the leads were explanted and replaced, addresing the issue.

Manufacturer narrative:
B3: date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.